Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) reported os redness and itching in 2016 while wearing the acuvue oasys brand contact lenses. The pt went to an eye care provider (ecp) and was diagnosed with a corneal ulcer. The pt reported that the ecp advised the corneal ulcer was not caused by the contact lens. On (B)(6) 2018 a call was placed to the pt and additional information was provided: the ecp advised the pt that the os corneal ulcer was not due to cl wear, but that the pt ¿contracted a bacteria¿. The pt experienced os redness and was prescribed an antibiotic every hour for 15 days and then continues with less frequency for 20 days. The pt also stated, ¿at the same time I also contracted herpes¿ and was prescribed valcyclovir for 15 days. The pt reported a scar that affected the field of vision, but the scar was removed by an ecp with laser. The pt stated the os has been ok since that time. On (B)(6) 2018 a call was placed to the ecp and additional medical information was provided: a representative reported the pt was seen on (B)(6) 2015 and was diagnosed with the os corneal ulcer. Pt was prescribed vigamox every hour. Pt returned on (B)(6) 2015 was then prescribed oral valtrex and continued with vigamox every hour. On (B)(6) 2015 the pt continued with vigamox, valtrex, and epitezan. The frequency and duration of the medications were not available in the pt¿s record. On (B)(6) 2015 the os was ok. The pt did not return for any follow-up visits. The ecp¿s representative was unable to confirm if the corneal ulcer was related to the pts herpes diagnosis. No additional medical information was provided. On (B)(6) 2018 a call was placed to the pt who refused to provide any additional medical information in relation to the 2015 event. No additional medical information is expected as the pt refuses to provide anything additional. The date of the event is reported as (B)(6) 2015. The lot number is unknown. The suspect os lens is not available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 09jan2019 during a file review it was noted that there was a date error on the initial MDR 1057985-2018-00146 submitted on 18dec2018. In section continued on page 3 ¿ ¿05nov2018¿ should be 05dec2018. If any further relevant information is received, a supplemental report will be filed.